Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that the after implantation of the bifurcated device, the physician had to convert to open repair because of the patient having abdominal compartment syndrome due to ventilation complications. The patient had massive bleeding and expired from a myocardial infarction.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, surgical conversion), failure to follow instructions (treating a pre-operative rupture), patient's condition affected effectiveness of device (pre-operative rupture). Conclusion: known inherent risk of a procedure (death, surgical conversion), off ¿label, unapproved or contraindicated use (treating a pre-operative rupture), device failure/lack of effectiveness related to patient condition (pre-operative rupture).